Manufacturer narrative:
The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company, 15.5 diopter (add power +2.2/+3.2) lens was replaced with a non-company, monofocal lens model. Additional information was provided that the patient had prior lasik surgery, both eyes. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following cataract surgery with intraocular lens (iol) implant procedure, on day one post operation, patient noticed a gradual improvement in color vision and experienced some blurry vision. On one week post operation patient¿s vision was still little blurry and colors are much brighter. In follow up visit patient was dissatisfied with vision. Patient could not see well and it was worse than before surgery. Vison was like this all the time. Patient could not read road signs until right up on them. The lens was exchanged with another company lens. After lens exchange there was improvement in visual acuity and patient was happy with vision and did not want glasses.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that in the surgeons opinion previous lasik surgery contributed to event.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).